Event description:
Reportable based on device analysis completed on 24nov2025. It was reported that crossing difficulty occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50 x 38mm synergy shield was selected for use. However, the stent failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. A visual and tactile examination of the hypotube revealed a break 91 cm distal to the strain relief. In addition, multiple kinks were observed in the hypotube. The polymer extrusion was partially returned, with only a 15 cm section available for analysis. The stent was not returned for evaluation. Microscopic analysis of the balloon material revealed no pinholes or tears, but crimp marks were visible. Examination of the polymer extrusion showed stretching and bunching of the inner lumen approximately 7.5 cm from the tip. The bumper tip exhibited signs of damage. No other device-related issues were identified during the returned product analysis.